Event description:
It was reported that a patient had a tha with trident cup and accolade stem on (B)(6) 2014. The patient had revision surgery to replace the head and insert, because the insert was dislocated forward. The doctor considered that the locking with cup and insert was insufficient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dissociation involving a trident liner was reported. The event was confirmed. Scratches, gouge marks and scuffing were noted on the returned insert. A dimensional inspection indicated that the c dimension was found to be out of specification due to visible damage on the returned insert. All other features conformed to the requirements outlined in the igs. "The most plausible failure scenario would be procedure-related with a protruding screw head as used for cup fixation augmentation preventing proper liner locking and thus allowing liner dislocation under an overload condition of an adverse patient maneuver that would remain harmless under normal conditions. There are however hardly plausible alternative failure scenario¿s and no evidence suggesting that device-related factors have played any role." A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other events for the reported lot. A medical review was performed and the dissociation was confirmed, there was no evidence to suggest a device related issue. The exact cause of the event could not be determined because insufficient further information is needed to fully investigate the event.

Event description:
It was reported that a patient had a tha with trident cup and accolade stem on (B)(6) 2014. The patient had revision surgery to replace the head and insert, because the insert was dislocated forward. The doctor considered that the locking with cup and insert was insufficient.